Event description:
Low battery prompt heard. No patient involvement.

Manufacturer narrative:
Failed battery cell within pad-pak (lot a3543). Upon receipt, inspection within the returned pad-pak revealed a battery cell had failed. This had resulted in a low pad-pak voltage and multiple failed self-tests due to low battery. The user would have been alerted with ¿warning, low battery, device service required¿ prompts as per the reported fault, alongside a flashing red status led. The device performed to specification throughout the reported patient involved event on the (B)(6) 2020 but failed subsequent scheduled weekly self-test due to low battery on the (B)(6) 2020. No fault was identified on the returned 360p that would have caused a battery cell to fail. It is therefore concluded that the failure of the returned pad-pak had been due to the single failed cell.

Event description:
Low battery prompt heard. No patient involvement.